Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It passed the rewind, basic occlusion, prime and displacement tests. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. Blood glucose value was 190 mg/dl. Troubleshooting was performed and the customer stated the alarm occurred more than once in 30 days. It happened during prime and during basal. The insulin pump was returned for analysis.